Manufacturer narrative:
(B)(4). Premature sled movement. The analysis results showed that one reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The reload was tested for functionality with a test device by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an appendectomy procedure, staples would not release. After using the first cartridge from the same lot, the surgeon placed this cartridge into the stapler but there were no staples delivered. No information available regarding the stapler used with the cartridge. The surgeon used another cartridge to complete the procedure without issue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.